Event description:
It was reported that during use on a patient ICU nurse called for assistance troubleshooting an intermittent low vacuum alarm . The unit was swapped out to continue therapy, there was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 customer had a call with getinge field service engineer (fse) he explained the nature of alarm and to change the console. Customer was able to do that when patient was on the unit. Unit had crossed 5000 hrs of maintenance. Preventive maintenance was demanded hence, installed 5000 hour maintenance kit. Complete preventive maintenance with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. Complete pm, and safety test.

Event description:
N/a